Event description:
It was reported that the device stated an air in line error when there was no air in the line. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Nothing related to reported problem in event log. Functional and visual testing was performed. Device failed air detector test. Replaced air detector and performed verification testing.